Event description:
Per the clinic, the electrode array was found to be only partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015. There are no plans to reimplant the patient with a new device.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct implant date is (B)(6) 2014; not july 29, 2013, as previously reported. This report is filed june 26, 2015.